Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported a blood glucose value of 475 mg/dl. The customer experienced hyperglycemia and was treated with insulin pump and manual injection. It was reported customer dropped the insulin pump and customer having trouble delivering a bolus. Customer experienced difference between sensor glucose and blood glucose values. The event involved product(s) mmt-1884, mmt-7040a, mmt-342, mmt-431ag. Troubleshooting was not performed. It was unknown whether customer has been using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was not using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-342.no product return is required for mmt-431ag.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 to 222 which was not included in the initial report. So, the correct patient weight as per new additional information is 222 which is updated in section a4. The pump was received with a cracked battery tube threads. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 01-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 01-may-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 01-may-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 05/01/2025 15:27:38.000, 05/01/2025 15:37:00.000. 05/01/2025 22:22:53.000, 05/01/2025 22:32:00.000. Power loss alarm was found on: 05/01/2025 17:30:08.000. 05/01/2025 22:33:23.000, 05/01/2025 22:33:31.000. Pump error 23 alarm was found on: 05/01/2025 22:33:04.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. Sensorerroralert (801) was found on: 04/28/2025 18:19:29.000, 04/28/2025 23:42:55.000. 04/29/2025 01:57:55.000. 04/29/2025 03:12:55.000, 04/29/2025 03:22:00.000. Lostsensor1alert (780) was found on: 04/26/2025 05:00:00.000. 04/28/2025 20:25:00.000. Lostsensor2alert (781) was found on: 04/28/2025 20:42:00.000. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor error alert , lost sensor alert, sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.02 mv). The pump was received with a 1.393v duracell alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case (pump was dropped) of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for auto mode anomaly and delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.